Event description:
It was reported that the patient presented for generator change procedure. It was noted that the right ventricular (rv) lead exhibited capture issue. The rv lead was explanted and replaced. The patient status was unknown.

Event description:
New information received indicated that the patient was stable throughout.